Event description:
It was reported that after insertion of the PICC line, a bionector needle free valve was connected to the luer lock on the PICC. After connection, it was noted that leakage was occurring from the connection of the bionector and the PICC. The issue was explored as to whether it was a problem with the bionector, but the leak persisted with several different batches. As a result, the device was removed and replaced with an alternative competitor device. It is unk whether there was a delay; however there was no reported harm, complications, death or injury caused to the pt.

Manufacturer narrative:
(B)(4).